Event description:
The customer reported via phone call that the sensor insertion site was bleeding. Blood glucose level at the time of the incident was over 100 mg/dl. Customer stated the site stopped bleeding but they received medical treatment as a result of the site issue. Customer was on medication that might have caused the bleeding. The customer was advised to speak to their healthcare provider about alternate insertion sites and medication. The product was returned for analysis.